Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received result of 21.0 mmol/l on the mobile system and result of 9.0 mmol/l on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.